Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / moderate-severe constant pelvic pain"), device dislocation ("migration of essure") and pulmonary thrombosis ("blood clot in her lungs") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion. Previously administered products included for avoid pregnancy: ortho-cyclen in 2011. Concurrent conditions included fibromyalgia since 2014. Concomitant products included cilest (ortho-cyclen) since 2016, duloxetine hydrochloride (cymbalta) since 2017, fluconazole (diflucan), oxycodone since 2017 and ranitidine hydrochloride (zantac). In (B)(6) 2016, 9 months 8 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced menorrhagia ("excessive menstruation") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2017, the patient experienced complication of device removal ("complication of device removal"). On (B)(6) 2017, the patient experienced dysuria ("bladder or urinary problems or changes - dysuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pulmonary thrombosis (seriousness criterion medically significant), perineal pain ("perineal pain"), polymenorrhagia ("excessive and frequent menstruation"), back pain ("moderate-severe constant lower back pain") and pain in extremity ("moderate-severe constant legs pain"). The patient was treated with oxycocet (percocet) and surgery (hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain and pain in extremity had resolved. At the time of the report, the device dislocation, pulmonary thrombosis, perineal pain, polymenorrhagia, complication of device removal, depression, anxiety, dysuria and fatigue outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered anxiety, back pain, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pain in extremity, pelvic pain, perineal pain, polymenorrhagia, pulmonary thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: pain and abnormal bleeding stopped 6 months after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion / was successful occlude. Most recent follow-up information incorporated above includes: on 15-aug-2018: plaintiff fact sheet received, event added- psychological or psychiatric problems condition: depression and mental anguish, bladder or urinary problems or changes- dysuria, fatigue. Events outcome and onset date added. Historical condition and concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / moderate-severe constant pelvic pain'), device dislocation ('migration of essure') and pulmonary thrombosis ('blood clot in her lungs') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion. Previously administered products included for avoid pregnancy: ortho-cyclen. Concurrent conditions included fibromyalgia since 2014. Concomitant products included duloxetine hydrochloride (cymbalta) since 2017, ethinylestradiol;norgestimate (ortho-cyclen) since 2016, fluconazole (diflucan), oxycodone since 2017, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2017 and ranitidine hydrochloride (zantac). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 months 8 days after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced menorrhagia ("excessive menstruation /abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2017, the patient experienced complication of device removal ("complication of device removal"). On (B)(6) 2017, the patient experienced dysuria ("bladder or urinary problems or changes - dysuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pulmonary thrombosis (seriousness criterion medically significant), perineal pain ("perineal pain"), polymenorrhagia ("excessive and frequent menstruation"), back pain ("moderate-severe constant lower back pain"), pain in extremity ("moderate-severe constant legs pain") and abdominal pain ("abdominal area pain"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain and pain in extremity had resolved. At the time of the report, the device dislocation, pulmonary thrombosis, perineal pain, polymenorrhagia, complication of device removal, depression, anxiety, dysuria and fatigue outcome was unknown, the dysmenorrhoea and dyspareunia was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pain in extremity, pelvic pain, perineal pain, polymenorrhagia, pulmonary thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: pain and abnormal bleeding stopped 6 months after removal of essure. Discrepancy noted.: plaintiff didn¿t undergo confirmation test.(as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion / was successful occlude. Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs received. Outcome for abdominal pain added. Concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / moderate-severe constant pelvic pain"), device dislocation ("migration of essure") and pulmonary thrombosis ("blood clot in her lungs") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion. Previously administered products included for avoid pregnancy: ortho-cyclen. Concurrent conditions included fibromyalgia since 2014. Concomitant products included duloxetine hydrochloride (cymbalta) since 2017, ethinylestradiol;norgestimate (ortho-cyclen) since 2016, fluconazole (diflucan), oxycodone since 2017 and ranitidine hydrochloride (zantac). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 months 8 days after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On 30-jan-2017, the patient experienced menorrhagia ("excessive menstruation") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2017, the patient experienced complication of device removal ("complication of device removal"). On (B)(6) 2017, the patient experienced dysuria ("bladder or urinary problems or changes - dysuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pulmonary thrombosis (seriousness criterion medically significant), perineal pain ("perineal pain"), polymenorrhagia ("excessive and frequent menstruation"), back pain ("moderate-severe constant lower back pain"), pain in extremity ("moderate-severe constant legs pain") and abdominal pain ("abdominal area pain"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain and pain in extremity had resolved. At the time of the report, the device dislocation, pulmonary thrombosis, perineal pain, polymenorrhagia, complication of device removal, depression, anxiety, dysuria, fatigue and abdominal pain outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pain in extremity, pelvic pain, perineal pain, polymenorrhagia, pulmonary thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: pain and abnormal bleeding stopped 6 months after removal of essure. Discrepancy noted.: plaintiff didn¿t undergo confirmation test.(as per pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion / was successful occlude. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs received. Event: abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / moderate-severe constant pelvic pain"), device dislocation ("migration of essure") and pulmonary thrombosis ("blood clot in her lungs") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for avoid pregnancy: ortho-cyclen in 2011. Concurrent conditions included fibromyalgia since 2014. Concomitant products included cilest (ortho-cyclen) since 2016, duloxetine hydrochloride (cymbalta) since 2017 and oxycodone since 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 9 months 7 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced menorrhagia ("excessive menstruation"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2017, the patient experienced complication of device removal ("complication of device removal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pulmonary thrombosis (seriousness criterion medically significant), perineal pain ("perineal pain"), polymenorrhagia ("excessive and frequent menstruation"), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("moderate-severe constant lower back pain") and pain in extremity ("moderate-severe constant legs pain"). The patient was treated with oxycocet (percocet) and surgery (hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain and pain in extremity had resolved. At the time of the report, the perineal pain, polymenorrhagia, dysmenorrhoea, dyspareunia and complication of device removal outcome was unknown. The reporter considered back pain, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pain in extremity, pelvic pain, perineal pain, polymenorrhagia, pulmonary thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: pain and abnormal bleeding stopped 6 months after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion / was successful occlude most recent follow-up information incorporated above includes: on 14-may-2018: reporter¿s information was updated and a new reporter was added. Patient¿s information was updated, lab test and stop date of essure were added. Furthermore treatment and concomitant medications and also the events ¿device dislocation¿, ¿pulmonary thrombosis¿, ¿vaginal bleeding¿, ¿painful intercourse¿, ¿back pain¿, ¿pain legs¿ and ¿complication of device removal¿ were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / moderate-severe constant pelvic pain'), device dislocation ('migration of essure') and pulmonary thrombosis ('blood clot in her lungs') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion. Previously administered products included for avoid pregnancy: ortho-cyclen. Concurrent conditions included fibromyalgia since 2014. Concomitant products included duloxetine hydrochloride (cymbalta) since 2017, ethinylestradiol;norgestimate (ortho-cyclen) since 2016, fluconazole (diflucan), oxycodone since 2017, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2017 and ranitidine hydrochloride (zantac). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 months 8 days after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced menorrhagia ("excessive menstruation /abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2017, the patient experienced complication of device removal ("complication of device removal"). On (B)(6) 2017, the patient experienced dysuria ("bladder or urinary problems or changes - dysuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pulmonary thrombosis (seriousness criterion medically significant), perineal pain ("perineal pain"), polymenorrhagia ("excessive and frequent menstruation"), back pain ("moderate-severe constant lower back pain"), pain in extremity ("moderate-severe constant legs pain"), abdominal pain ("abdominal area pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain and pain in extremity had resolved. At the time of the report, the device dislocation, pulmonary thrombosis, perineal pain, polymenorrhagia, complication of device removal, depression, anxiety, dysuria and fatigue outcome was unknown, the dysmenorrhoea and dyspareunia was resolving and the abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pain in extremity, pelvic pain, perineal pain, polymenorrhagia, pulmonary thrombosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pain and abnormal bleeding stopped 6 months after removal of essure. Discrepancy noted.: plaintiff didn¿t undergo confirmation test.(as per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion / was successful occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / moderate-severe constant pelvic pain'), device dislocation ('migration of essure') and pulmonary thrombosis ('blood clot in her lungs') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion. Previously administered products included for avoid pregnancy: ortho-cyclen. Concurrent conditions included fibromyalgia since 2014. Concomitant products included duloxetine hydrochloride (cymbalta) since 2017, ethinylestradiol;norgestimate (ortho-cyclen) since 2016, fluconazole (diflucan), oxycodone since 2017, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2017 and ranitidine hydrochloride (zantac). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 months 8 days after insertion of essure. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced menorrhagia ("excessive menstruation /abnormal bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2017, the patient experienced complication of device removal ("complication of device removal"). On (B)(6) 2017, the patient experienced dysuria ("bladder or urinary problems or changes - dysuria"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pulmonary thrombosis (seriousness criterion medically significant), perineal pain ("perineal pain"), polymenorrhagia ("excessive and frequent menstruation"), back pain ("moderate-severe constant lower back pain"), pain in extremity ("moderate-severe constant legs pain"), abdominal pain ("abdominal area pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet) and surgery (hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the pelvic pain, menorrhagia, vaginal haemorrhage, back pain and pain in extremity had resolved. At the time of the report, the device dislocation, pulmonary thrombosis, perineal pain, polymenorrhagia, complication of device removal, depression, anxiety, dysuria and fatigue outcome was unknown, the dysmenorrhoea and dyspareunia was resolving and the abdominal pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, complication of device removal, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, menorrhagia, pain in extremity, pelvic pain, perineal pain, polymenorrhagia, pulmonary thrombosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: pain and abnormal bleeding stopped 6 months after removal of essure. Discrepancy noted. Plaintiff didn¿t undergo confirmation test. (As per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion / was successful occlude. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), polymenorrhagia ("excessive and frequent menstruation"), menorrhagia ("excessive menstruation") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (underwent a hysterectomy with a bilateral salpingectomy due to complications from the essure.). Essure was removed. At the time of the report, the pelvic pain, perineal pain, polymenorrhagia, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain, perineal pain and polymenorrhagia to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.